Event description:
The customer reported that epinephrine was infusing at 0.22 mcg/kg/hr and the device alarmed for end of infusion. The nurse tried to reprogram the pump to infuse the 2 ml that remained in the syringe but was unable until she replaced the syringe. The patient became hypotensive for about 4 minutes (40s systolic/20s diastolic), and the icp rose from a baseline of 14 to 27. The patient was treated with an 800 ml saline bolus, increase of the epinephrine to 1 mcg/kg/hr, additional epinephrine bolus and 2 bolus doses of 3% saline. The patient stabilized to baseline condition after about 35 minutes. It was reported that some users program the infusions to purposely alarm when some medication is left in the syringe and then reprogram to infuse the remainder while obtaining the next syringe, but the nurse involved did not know how to reprogram for this. One day after the event the patient was reported to be stable with no apparent harm from the event.

Manufacturer narrative:
The report of inability to infuse the remaining fluid was not confirmed because the infusion was resumed within seconds, as soon as a valid volume to be infused (vtbi) was entered. The pcu event log confirmed that on (B)(6) 2015 at 5:59 pm the user programmed the device for a delay of 2 minutes on the epinephrine infusion with a callback after infusion, and confirmed the delay. The delay completed and the infusion began at a rate of 2.4ml/hr. On (B)(6) 2015 at 9:32 am the infusion completed and the callback after infusion alert occurred. By design, a delayed infusion ends in an infusion complete alarm with no kvo. With a callback after, the infusion stops and the audio prompt sounds and continues to sound until the alert is responded to. Approximately 5 minutes later at 9:37 am the user confirmed the callback alert and attempted to enter a vtbi of 3ml. An invalid key response was triggered because the syringe volume of 1.8228ml was less than the 3ml that the user was attempting to program. A few seconds later the user programmed the device for a vtbi of 1ml and restarted the infusion which began with no further issues. Functional testing of the device found it to be infusing within specifications. The cause of the initial inability to program the remainder of the syringe was determined to be user programming. The investigation also determined that prior to the attempt to infuse the remaining volume, the infusion had been off for several minutes while the pump was in an alarm state due to completion of the previous program.

Event description:
A copy of the customer¿s medwatch was received which states: ¿event desc: we were experiencing significant delays while administering critical medications with the alaris syringe pumps. The delays are inherent to the syringe pump itself. These delays have impacted patients¿ hemodynamic stability in the pediatric critical care population. All alaris syringe pumps at this facility are affected and the manufacturer has been made fully aware. There have been two incidents with patients where the significant delay inherent in the syringe pump has resulted in the patients becoming unstable and almost requiring resuscitation. Patients have required fluid boluses due to significant drops in blood pressure (example: 50/20) when staff are transitioning the syringe pump to a new syringe of medication. This scenario is significant especially in fragile infants/children who are on vasopressor drips to maintain hemodynamic stability. The lag time in the pumps can be seen when the pump is set to deliver ¿1 to 3 to 5 cc¿s. Staff estimates that they have been using work-arounds for this problem for 8-9 months by setting up another pump prior to changing the syringe. Staff have observed that it can take anywhere from 15 minutes to 60 minutes before they see drops of medication coming from the end of the IV tubing. We have heard from other hospitals specializing in the care of children that they are seeing this same issue with this device. We contacted the manufacturer and requested that they come on site to observe and interview staff using the device. The manufacturer was on-site for a full seven days, including the weekend. Observations and interviews with nursing confirmed that the staff are using the priming button on the IV pump and that the problem persists even with this step. The manufacturer identified some possible causes of the problem including positive pressure in the device manifold and the compliance/elasticity of the 60cc syringe plunger&#38112;rubber stopper. It is not feasible or good infection control practice to always use smaller size syringes with these pumps. The 60cc syringe cannot be eliminated from the medication delivery process. The manufacturer made recommendations, which were followed, including changing the manifold; however, the problems continue. This pump delivers medication in a pulsating delivery mode, rather than in a continuous uninterrupted flow. Only in low flow IV rate situations in sensitive patients does this create the significant problem. Flow rates creating this problem can be 1, 2, 3 and 5cc setting on the pump. The manufacturer is aware that their recommendations were implemented and that the problems persist. The manufacturer has not been able to define the low flow rate for this syringe pump. The manufacturer informed this facility that they (the manufacturer) are aware of the lag issue. The manufacturer acknowledged that this is a significant problem but they do not have an answer in how to solve it and that they will not have one in a quick manner. We requested the manufacturer notify all children¿s hospitals/facilities of this problem: the manufacturer drafted a notice but has not sent it out or made this issue known to other facilities/healthcare providers of children. This facility has approximately 660 of these syringe pumps. Approximately 350 to 400 of these devices have been removed from the critical care areas and replaced with another manufacturer¿s device. Acute care patients that are hemodynamically stable have not been affected by this by this device.¿